Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx1072 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was broken at the wing part and leaked liquid. No other information was provided.

Event description:
It was reported that the catheter was broken at the wing part and leaked liquid. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l per-q-cath catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion. During infusion, a leak was observed emanating from a small split just distal of the molded joint. Microscopic inspection of the split revealed a granular fracture surface. Surface abrasion and superficial tearing were observed in the vicinity of the split. Tactile inspection of the sample revealed severe tensile weakness near the molded joint. Necking and discoloration were observed in the vicinity of the split. The tensile weakness, necking and discoloration were consistent with repetitive tensile stress applied at the distal end of the molded joint. Both the split and superficial tearing were consistent with damage caused by those tensile events. The location of the damage suggested that catheter securement, access and maintenance techniques likely contributed.